Manufacturer narrative:
Report date: 02jul2021. There was no patient involvement.

Event description:
The customer reported that the touchscreen on some keys are not working. The device was not in clinical use. No patient or user harm was reported. The customer confirmed the reported failure. The customer reported that after calibrating touchscreen, it would drift out of calibration again. Other information is pending.

Manufacturer narrative:
The customer replaced the whole user interface to resolve the issue. The unit was tested, and it was returned to service.